Event description:
Subsequent information received. It was reported that the perforation in the lad occurred with routine post dilatation with a nc trek balloon dilatation catheter of the xience v 2.5 x 28 mm stent which was implanted in the lm/lad ostium; therefore, the target vessel will be considered the lad for reporting. On (B)(6) 2013, the patient experienced dyspnea. There was no treatment done and the dyspnea resolved without an adverse patient sequela on (B)(6) 2013. There was no xience v stent implanted directly in the lad as mentioned above. There were two xience nano stents in the first diagonal artery, one xience v stent in the lm, and one xience v stent in the ostium of the lm/lad.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dyspnea and perforation are listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Stent: xience v rx 2.5x28, xience nano 2.25x18, xience v rx 3.5 x 15. The customer reported the device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during a stenting procedure of two xience v stents in the left main (lm), two xience nano stents in the first diagonal, and one xience v 2.5 x 28 mm stent in the left anterior descending artery (lad), after routine post-dilatation with a nc trek balloon dilatation catheter (bdc) of the xience v stent implanted in the lad, there was slight contrast extravasation from the proximal lad noted. A perforation was noted and as treatment there was a prolonged unspecified 3 mm balloon inflation at the extravasation/perforation site. The vessel extravasation and perforation resolved without an adverse patient sequela the same day. Post-procedure, on (B)(6) 2013, the patient had elevated cardiac enzymes. The creatinine kinase-muscle and brain (ck-mb) was 17.3 ng/ml and the normal upper limit is 6.3. There was no treatment done. This was listed as a not serious event and the patient was discharged home on (B)(6) 2013. The symptoms resolved on (B)(6) 2013. There was no additional information provided.